Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated an anti-tachycardia pacing therapy. Analysis of the device memory had an observation relating to svt detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 429688 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from the cardiac resynchronization therapy defibrillator (crt-d) for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt) while on a treadmill during cardiac rehabilitation. It was noted that the patient's detection zone is very low due to their history of slow vt. It was also reported that atrial undersensing was noted. The crt-d and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.